Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm when he was trying to bolus. Customer's blood glucose was 449 mg/dl. Customer treated his high blood glucose with an insulin injection. Customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. Customer reported insulin exits the tubing. Customer was advised to rewind the device and reinsert the reservoir and run manual prime until at least 5.0u. Customer reported insulin exited with the manual prime. Customer was advised the device is working as designed. No delivery alarm was caused by reservoir occlusion. Customer will not be returning the device for analysis.